Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt developed an infection at her ipg site. The pt was treated with oral antibiotics and a culture allegedly was not taken. Follow-up identified the pt's ipg remains implanted and the physician is monitoring the infection. No further information is available at this time.